Event description:
Hypoglycemic event and seizure [hypoglycemic seizure]. Case description: does the incident represent a serious public health threat. No. This serious spontaneous case reported by a consumer from the (B)(6), concerns a (B)(6) year old male patient, who was treated with novorapid penfill (fast acting insulin aspart), beginning on an unknown date and drug use ongoing and novopen echo (insulin delivery device), (therapy dates unknown) for type 1 diabetes mellitus and experienced "hypoglycemic event and seizure" beginning on (B)(6) 2013. Patient's height: not reported. Medical history includes, type I diabetes mellitus (duration unknown) and flu. On (B)(6) 2013, the patient experienced elevated blood glucose all day, until hypoglycemic event and seizure at approximately 11:30 pm on the same day. The patient was admitted to the hospital (overnight) and was discharged on (B)(6) 2013. No further problems since then were noted. Action taken to novorapid penfill and novopen echo was reported as "unknown". Outcome for the event "hypoglycemic event and seizure" was reported as "recovered" on (B)(6) 2013.